Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had low blood glucose value, vibration anomaly and hardware anomaly. Customer¿s blood glucose value was 70 mg/dl at the time of incident. Last night customer¿s blood glucose values into 70 mg/dl and never had alert sound or vibration. Insulin pump will be returned for analysis.

Manufacturer narrative:
Hardware low level failures alarm during self test and confirmed in the insulin pump history due to broken trace on keypad assembly. The hardware low level failures alarm functioned properly.